Manufacturer narrative:
A sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample met product specifications. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse observed coring in the vial attached to the vial mate adaptor. The medication used was 1gram of vancomycin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.